Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint #: (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Article entitled ¿revision of total knee arthroplasty with press-fit condylar sigma tc3-mobile bearing system and porous metaphyseal sleeves in type aori type ii and iii bone defects. A long-term follow-up study¿ written by fabio zanchini, davide piscopo, enrico pola, valerio cipolloni, antonio piscopo, stefano cacciapuoti, gabriele colò, and federico fusini published in acta biomed in 2023 was reviewed. This study aims to retrospectively evaluate the clinical and radiological results of patients undergoing rtka with press-fit condylar (pfc) sigma tc3-mobile bearing system and porous metaphyseal sleeves in aorsi type ii and iii bone defects. In all cases, a press-fit condylar (pfc) sigma rotating platform tc3 (depuy synthes, warsaw) was used during revision with femoral and tibial metaphyseal sleeves. Figure 2 indicates at least one patient also had a femoral knee stem placed as well. 47 patients (knee) were involved in the study. 3 patients suffered anterior knee pain within the first 8 months of placement. No intervention was noted for two patients, but one patient had their patella resurfaced. This patient eventually underwent a subsequent revision for malrotation of the femoral and tibial components. 1 patient suffered early acute infection. Treatment included I&d and insert exchange with 6 weeks of antibiotics. 1 patient had an infection 3 years post op and was treated with a stage 2 revision.